Event description:
It was reported there was an unknown catheter/pump product issue. It was noted that the manufacture representative was given the patient¿s name as having ¿issues.¿ it was unknown what the pump system was delivering. Additional information received reported that this patient was having ¿problems.¿ additional information has beenrequested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2011-(B)(6), product type catheter. Product ID neu_ptm_prog, product type programmer, patient. Product ID 8709sc, serial# (B)(4), implanted: 2011-(B)(6). Product type catheter. (B)(4).